Manufacturer narrative:
The ge rep conducted an onsite investigation. The bumper on the radiator housing was replaced and the collimator was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the 8800 system displayed an iris potentiometer error message. No pt injury was reported.